Event description:
(B)(4).

Manufacturer narrative:
Our tech support informed bme that most likely this was an issue with the lcd. Customer is going to repair he unit himself and we provided the part number for the lcd. Customer states that he does not require a follow up call and will call back if this does not resolve his issue.